Manufacturer narrative:
PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a new handle with valve was not able to fix with the suction tube. A small screw in the handpiece was tightened too strong. There was no patient involvement. This report is for one (1) wound suction device with valve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 600.100 lot: l999136 manufacturing site: (B)(4) release to warehouse date: 11 jan 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The handle w/valve was returned for investigation. The instrument was forwarded to the manufacturing site and was checked for functioning and conformance to the specifications. Summary of the manufacturing evaluation: the review of the device history record revealed that this handle was manufactured in january 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The received condition of the device does not agree with the complaint description since the returned device passed the functional test and no non-conformance to the specifications could be identified. Therefore, this complaint is rated as not confirmed. In addition, no deviations were found in the manufacturing documentation review nor in the measurements performed during this investigation. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.